Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula crimped events on (B)(6) 2024. The event occurred within three hours of insertion on (B)(6) 2024 and three or more hours of insertion on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for thirty-six hours. The blood glucose level was 825 mg/dland the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.